Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a clear tubing break. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. Two sites of separation, surrounded by abrasion, were noted on the shorter exhaust tube of the pump. These are sites of leakage. Abrasion was noted on the exhaust tubes of both cylinder 1 and cylinder 2. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The surfaces of the detachment site leading to the reservoir strain relief appear to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the reservoir strain relief. This is not a site of leakage. Abrasion was noted on the detached connector tubing. No functional abnormalities were noted with the detached connector tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing. In addition, it was concluded that the rough and irregular surfaces associated with the detachment site indicate that sufficient stress(s) may have been exerted on the inlet tube leading to the reservoir to separate the site while in-vivo. Separations of these type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.